Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4+ on a patient with a prolapsed posterior leaflet, pre-existing flail, and severely calcified mitral annulus. A mitraclip xtw was inserted, and grasping was performed. However, after grasping the leaflets with the first attempt, the mr was unable to be reduced. Therefore, the leaflets were ungrasped, the clip was repositioned, and grasping was performed. However, after a successful grasp for the second time, it was observed that the posterior leaflet near the annulus was torn. The leaflets were ungrasped, and the clip was repositioned at the first grasping position and deployed. An intra-aortic balloon pump was placed to support the patient. The patient was then transferred to cardiac surgery for a mitral valve replacement. On the following day, it was reported that the surgery was successful, and that the patient was recovering well.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. In this case, there was no reported device malfunction associated with the mitraclip clip delivery system (cds). Based on the available information, the reported tissue injury appears to be associated with procedural circumstances during leaflet grasping. The reported patient effect of tissue injury is listed in the instructions for use and is a known potential complication associated with mitraclip procedures. The reported unexpected medical intervention, surgical intervention, and hospitalization were the result of case-specific clinical circumstance. There is no indication of a product quality issue with respect to manufacture, design, or labeling.